Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt called reporting the following: shooting pain and stimulation going up to her neck/arms, down both legs/feet which has never happened before. Pt reported that she turned off stimulation and stimulation is at 0.0 ma. She was on group b at time of call. Pt stated that she was also trying to charge the ins today and it started at 40% and has been at 50% for the last hour. Pt states she has never felt it through her whole body like this before. Issue started about two weeks ago but really started hurting today with so much pain it is making her stomach hurt as well. Additional information was received from the patient. It was reported that the pt said they called in and said they told patient services that when they turned off their stimulation they still felt as if their butt was still stimulating. Pt said when they called last time they told patient services that their ins battery had moved as well. Pt mentioned already documented event that it took forever to recharge the ins and on sunday the ins was at 40% for an hour before it incremented to 50% battery. Pt noted when they called in last time they were told to turn off stimulation. Pt noted they had a hard time plugging the rtm in and taking out the rtm cord from the controller. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins it was intermittent going from recharging excellent to poor. The controller battery was at 70% and the ins battery was at 50%. The pt was redirected to their hcp to further assist their issues. Agent emailed pt physician listings.